Manufacturer narrative:
This report was originally submitted on 10/25/2016, in an incorrect format. This was initially discovered on 8/23/2017, and this is being re-submitted on 8/24/2017.

Event description:
Nasal septal device was placed in patient successfully. The physician decided a different size device was needed and began removing the device. The device was removed one side at a time. The left side was removed first, successfully. When the physician returned to remove the right side, the device fell back into the patient's throat and was subsequently swallowed. The device was confirmed to be in the esophagus through x-ray. The physician determined that the device will pass through the patient without further medical intervention.